Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer¿s current blood glucose value was 113 mg/dl. The customer did not experienced symptoms of low blood glucose value. The customer was treated with food for low blood glucose value. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege that the pump was over delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using auto mode at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.